Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer's representative reported that the patient had their implantable neurostimulator (ins) and leads removed by the physician due to a pocket infection. The indications for use for the implanted device were noted as spinal pain and complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.